Manufacturer narrative:
This malfunction occurred twice within this complaint. For details of the other occurrence please see the following: 2245270-2018-00023. The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Leaking at the connector when infused

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: MDR-2245270-2018-00023; MDR-2245270-2018-00024. The complaint and returned sample have been submitted to the supplier, which is where this part was manufactured, for evaluation. The supplier reports the following regarding this complaint. Inspection of the returned sample: the leaking mll connector presents a crack at the base of the luer, in the connection point between the tube site and the nut. The sample below to cavity no. 28. Through a cat test it was possible to notice that the crack has 45° indication, that leads to think about a crack generated by torsion force. Slight scratches are visible on the out surface of the luer cone. DHR analysis: no relevant deviation recorded by visual inspection made by sampling by our qc personnel. No failure during functional leak test. No deviation made on process parameters. The validation ranges were followed for each parameter and no deviation was applied from nominal values. A total of (B)(4) units were manufactured for this lot with no other complaint by the market. Customer complaints evaluation: no other complaint since 2015 for the same component part number and no other complaint for the same issue on other component part numbers manufactured on the same mold since 2015. Internal non-conformities evaluation: no internal nonconformities opened for leakage due to crack on the part number or on other products made on the same mold since 2014. A total amount of (B)(4) units manufactured for this part number since january 2017 until now. Since only two parts were affected by the failure, it is possible to state that no systemic deviation occurred, but most possibly an isolated event was the source of the crack and consequently of the leakage. Root cause analysis: in order to reproduce the defect of the crack you found, units from the same complained lot were retrieved and the following test was performed. We performed a mechanical test, connecting samples (1 complete molding shot) taken from the same lot of the complaint to emit standard luer lock. The torque used for the connection was of 5n* (safety factor. 40, since iso 80369-7 indicates a max torque of 0,12 n*m). Under that load, we were not able to reproduce the defect as in the complaint. We created a restriction/whitening pf the luer lock port, or complete detachment of the luer cone was created, but deformation was plastic and not fragile. No leakage to the outside of the blood path was created. Based on these considerations, were not able to state that the molding parameters were causing the issue on the field. According to all information and data recovered during the investigation, it is not possible to confirm elcam responsibility on the issue. A review of our complaint database was performed. This is the first complaint received regarding a crack male luer on code ams-638a corrective action: no corrective action is warranted at this time; however, vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Leaking at the connector when infused.